Event description:
It was reported that a patient suffered a contact reaction with pico dressing. Cellulitis type lesions appeared with pus and blistering's. The patient suffers a reaction in the mamma skin that worsened with days.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The returned sample has been assessed to try to determine the root cause of the reported issue. Unfortunately we have been unable to confirm the reported issue as the returned sample was assessed and no functional or visual issues were identified. All aspects of the sample were as expected. Due to the nature of the issue it has been passed to one of our medical specialists who has made the following comments ¿the information provided is insufficient to determine whether a pre-existing medical condition (allergy history, skin/dermal sensitivities etc.) May be a concomitant factor to the reported event. Multiple unsuccessful requests have been made to obtain relevant supporting medical information to assist with a clinical investigation. Additionally, there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time.¿ a review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.